Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a laparotomy with bilateral salpingo- oophorectomy and lysis of adhesions, attachment to sacrospinous ligament bilaterally with mesh placement performed during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 in order to treat pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, bowel problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to defecatory dysfunction and myofascial pain. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05425. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of an exploratory laparotomy, bilateral salpingo-oophorectomy and significant lysis of adhesions during mesh implantation. It was reported that patient underwent mesh revision/removal and posterior colporrhaphy on (B)(6) 2013 due to mesh erosion.